Manufacturer narrative:
A full evaluation of the devices could not be conducted as the devices were not explanted. A correlation between the devices and the reported event could not be conclusively determined. However, the risk management document for the paracorporeal ventricular assist device contains information regarding thromboembolism/thromboembolic events in relation to anticoagulation, clotting, and bleeding that could lead to stroke. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with bi-ventricular assist devices on (B)(6) 2015. It was reported that the patient had a left internal carotid artery massive stroke, possibly from mural thrombus in the ventricle. Support was withdrawn on (B)(6) 2015 and the patient expired. It was noted that no autopsy was performed.

Manufacturer narrative:
Approximate age of device: 5 days. No products will be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.